Manufacturer narrative:
Na.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas 8000 e 602 module. The initial result was 564.7 ng/l. The customer alleged the instrument performed a 1:100 dilution that was not ordered. This result was reported outside of the laboratory. On (B)(6) 2021 the repeat result was 54.14 ng/l. On (B)(6) 2021 the sample was repeated with results of 46.17 ng/l, 80.23 ng/l and 83.71 ng/l. The result of 80.23 ng/l was believed to be correct. The troponin t hs reagent lot number was 511346. The expiration date was not provided.

Manufacturer narrative:
The customer alleged the instrument performed a 1:100 dilution that was not ordered. From the data provided, it was determined the operator manually ordered the 1:100 dilution for the sample in question. The customer also diluted a patient sample that did not qualify for dilution. Product labeling states: "the concentration of the diluted sample must be > 1000 ng/l." The investigation did not identify a product problem. The instrument worked according to specification.